Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the case of the unit was damaged, there were errors found in the error log of the monitor, and a component was missing from the product. Also, the speaker in the monitor and the display were defective. The issue was resolved by replacing the front bezel, the upper chassis, the lower chassis, the lcd holders, and the speaker. A quick guide was also added. It was reported that there was a defective component and damage to the unit. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit speaker had a defective component, lcd holder, lower case and upper were broken.